Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 48mg/dl at the time of incident. The customer reported that she called earlier with sensor connection issue and now she was having another issue with sensor connection. The customer reported that the green light flashed but sensor did not connect. The customer reported a low during troubleshoot for sensor issue that came up earlier. The customer advised that she had a low of 48 mg/dl. The customer declined to troubleshoot for the low as it went up to 90mg/dl in about 15 minutes after treating with carbohydrate intake. The insulin pump will not be returned for analysis.